Event description:
It was reported that a dexcom g7 sensor with code 4573 repeatedly disconnected and failed to pair with the ilet, while it successfully connected to the dexcom g7 mobile application; the user restarted the ilet and confirmed the latest firmware, and troubleshooting and education were completed. Symptoms included no reported adverse physiological effects. Outcomes included no impact on health or required medical intervention. Investigation included technical troubleshooting with device restart and verification of software version. Investigation of this case revealed an inability of the cgm to maintain connection with the ilet despite normal function with the manufacturer¿s app. It was concluded that the event was related to a pairing or connectivity malfunction between the cgm and the ilet without evidence of patient harm.